Manufacturer narrative:
A boston scientific technical services consultant reviewed the device data and communicated to the caller that the shock looks to have been caused by air bubbles in the device. The consultant informed the caller that resolution typically occurs within one to two days post implant. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient received an inappropriate shock following implant of this device. No adverse patient effects were reported.